Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a penumbra coil 400 detachment handle (handle) and penumbra smart coils. During the procedure, the physician implanted a smart coil into the target location using the handle. However, the smart coil pusher wire became stuck in the handle. Therefore, the handle was removed. The procedure was completed using a new handle and smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2020-02060. Previously, it was incorrectly understood that a new handle and smart coils were used to complete the procedure. However, no additional coils were implanted following the reported incident and the procedure ended after the placement of one penumbra coil 400 (pc400). Therefore, there was no delay in case. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious injury or death. Therefore, this is not considered a reportable event.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a penumbra coil 400 detachment handle (handle) and penumbra coil 400s (pc400s). During the procedure, the physician implanted one pc400 into the target location using the handle. However, the pc400 pusher wire became stuck in the handle. Therefore, the handle was removed. No additional coils were implanted following the reported incident and the procedure was therefore ended. There was no report of an adverse effect to the patient.